Event description:
This ra lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2017 due to infection. A call was placed to technical services on (B)(6) 2017 stating that extraction performed due to sysytemic infection not related to device. The physician was dr. (B)(6) at (B)(6)hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).